Manufacturer narrative:
Evaluation of the returned pod8 pusher assembly revealed a fracture. This damage is likely the reported kink. If the device is forcefully advanced against resistance during use, damage such as a kink and subsequent fracture may occur. The root cause of the resistance experienced during the procedure could not be determined. Further investigation of the device revealed that the embolization coil was detached from the pusher assembly. This damage was incidental to the reported complaint and likely resulted from the pusher assembly fracture. The detached embolization coil was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils and a lantern delivery microcatheter (lantern). During the procedure, the technician encountered resistance while advancing the pod coil out of its introducer sheath and into the lantern. When the pod coil was partially inside the lantern and partially inside the introducer sheath, the pusher wire became kinked. Therefore, the pod coil was removed. The procedure was completed using additional pod coils and ruby coils with the same lantern. There was no report of an adverse effect to the patient.